Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the craniotome device generated heat, experienced vibration, and made an abnormal and unexpected noise. It was further observed that the bearing was worn, the locking mechanism was stiff/stuck, the device had a component damage, and the cutter could not be inserted. It was determined that the dural guard had scratches, and the motor connection and cutting bar were caught. It was further determined that the device failed pretest for visual assessment, lock operation, cutter insertion, vibration and temperature. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device generating heat, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).